Event description:
IV cannula 24g inserted into the child and we found that blood leaking from the edge of the cannula wings. During use.

Manufacturer narrative:
The 2pcs representative samples were subjected to visual inspection and catheter adapter leakage test. All results passed; no abnormality was observed. No actual sample was returned, further investigation could not be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Complaint trend would be continued to be monitored.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd neoflon pro 24ga 0.7mm od 19mm l leaked IV cannula 24g inserted into the child and we found that blood leaking from the edge of the cannula wings. During use.